Event description:
Customer reportedly received the following results on the compact plus system within 10 mins: 437 mg/dl and 95 mg/dl; 488 mg/dl, 198 mg/dl, and 205 mg/dl. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.